Event description:
Customer reported damage to pump housing and usb port, causing inability to charge and shutdown of the pump. Despite the shutdown, customer's blood glucose did not exceed 500 mg/dl or read as "high" on the cgm. Technical support resolved the issue by sending a replacement pump, providing instructions for the transition to the new pump and advising on returning the damaged pump. The customer planned to use multiple daily injections as backup therapy until receiving the replacement.